Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low/high blood glucose (bg) level of 50 mg/dl. Suspected cause was due to the correction factor on the pump settings requiring adjustments. Customer consumed carbohydrates to address bg. Customer updated the correction factor to address the event.